Event description:
It was reported that the user was experiencing connection issues and that the motor was intermittent. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.